Event description:
It was reported that during a procedure, the device locked out after three blue cartridges were loaded. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis found that one (B)(4) device was received with the knife switch return partially raised back up after being actuated. The knife direction arrow was pointing backwards. A cartridge reload was present on the device, but the cartridge pan was not attached. The device could be opened by applying reverse force to the trigger. The device was tested for functionality with a test cartridge reload and it fired, and formed all the staples as intended. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. The device was disassembled to verify the condition of the internal components and the closure trigger top was noted to be broken, not allowing the device to properly open when the release button was depressed. This finding however is not related to the reported event. We were unable to replicate the reported event. A batch record review was performed and no anomalies were found during the manufacturing process.